Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings. 1. Tears in the outer silicone jacket were noted. 3. Visual inspection of the 1.0¿ distal end driveline segment revealed a breach in the insulation of the orange wire. Review of the submitted log file confirmed low speed and pump stop events. Although the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not confirm a specific cause for these findings, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log files collectively contained events from (B)(6)2024 through (B)(6)2024. Low speed and pump stop events were captured on (B)(6)2024 while the patient was connected the mobile power unit. These events appeared to be consistent with potential driveline wire compromise. (B)(6) was returned assembled with the driveline severed approximately 2.0¿ from the pump housing. A distal portion of the driveline was returned in two segments measuring approximately 1 and 30¿ (with the controller connector), respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and the bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. However, it should be noted that several inches of the internal portion of the driveline were not returned for evaluation. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) well as driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow, low speed, driveline fault, and pump off alarms were noted. The patient was asymptomatic. Log files revealed speed reduction and pump stopped events on (B)(6) 2024 and (B)(6) 2024 that appeared to be occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu). A few driveline fault alarms were noted during these events that were suspected to be due to random power elevations across the three phases during shorting events. A few momentary replace controller events were noted. X-rays of the driveline were taken that revealed rescue tape on the external area of the driveline. The ground shielding did not appear to show any areas of separation or inconsistency in diameter. An ungrounded patient cable would be provided. The patient underwent a heartmate ii to heartmate ii pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.